Event description:
It was reported by svc report that the fowler cylinder would not stay down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler, gas spring trip.